Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the issue was not established as no product or logs were returned and insufficient information was provided.

Manufacturer narrative:
A4: is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella rp flex experienced a placement signal not reliable alarm. The nurse was educated to disable the alarm and monitor patient hemodynamics. The patient was in stable condition.

Manufacturer narrative:
Additional information: the following information was provided by the customer "hello, the pt family decided to withdraw care and passed in the middle of the night, she was moved to the morgue before the device could be collected. I am sorry for not being able to collect the pump".

Manufacturer narrative:
Additional information was received that the patient expired. Sections b1, b2, b5, and h1 have been updated.

Event description:
An impella rp flex was inserted via the jugular vein for the support of a 70 year old female post surgical patient with right heart failure, presenting in scai stage e shock. The patient was on inotropes, vasopressors, and a vent for respiratory needs. No other underlying medical history was shared. The pump lost the placement signal on the day of implant. They made decision not to replace the pump or controller. The pump remained on for support til care was withdrawn on day 2 of the support. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.